Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm the reported sf82, however, the device displayed an error message (sf140) related to alarm priority. The main circuit board will be replaced to address the issue. The device will be serviced and fully tested before returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf82) related to the alarm system. There was no harm or serious injury reported as a result of this incident.